Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose and diabetic ketoacidosis (dka). At the time of the report, the customer had not yet been discharged; however, was likely to be discharged by the end of the day ((B)(6) 2018). No additional information was provided. Although multiple attempts were made to obtain additional information, the customer did not reply to the requests.